Event description:
Patient reported issues with diminished battery life. There was no adverse impact to the customer's blood glucose level. The patient declined transfer to customer technical support, and no additional information was received regarding the outcome of the event.